Manufacturer narrative:
One i3 unit model cm1100 with main unit and one i3 accessory set was returned. External and internal visual inspections of unit revealed frayed/exposed wiring of cable, right ang ext, 2.5id/5.5od 16awg. During the investigation, visual inspection revealed that the power extension connector was seated in the connector cover. No software malfunctions or anomalies were observed. Patient data backup performed without errors using returned gsm modem. The unit powered on successfully with golden power supply directly connected to the back of the unit. Unit passed all portions of diagnostic. Customer reported no adverse events. Complaint of ¿pes had a frayed power connector plug¿ confirmed. Root cause determined to be a frayed/exposed ext. Cable.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on (B)(6) 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.